Event description:
It was reported via legal documentation that approximately 68 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices 4544415 02-010-06-0542 - tru post. Aug. Size 4, 10mm 4746623 02-010-06-0340 - tru cc femoral size 4 right 4786142 02-012-60-1880 - tru stem ext 18mm x 80mm 4800611 02-010-06-0541 - tru post. Aug. Size 4, 5mm 4871581 208-05-04 - cc distal fem augment sz 4, 5mm 4904193 208-05-04 - cc distal fem augment sz 4, 5mm 2471113 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t 2555308 200-02-35 - three peg patella 35mm the product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.